Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was nonfunctional and would no longer respond and communicate after a recent non device related spine surgery. The physician does not fully determine if the ipg was damaged due to exposure to electrocautery. The patient underwent a replacement procedure and was doing well postoperatively. The explanted ipg was not returned.